Event description:
The customer reported experiencing high glucose. The blood glucose reading at time of call was 306 mg/dl. It was reported that one of the notches on the reservoir was missing and the reservoir might have not been connected properly to the p-cap on the tubing, causing the reservoir to leak. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.